Event description:
It was reported during pre-op for thyroid surgery, after opening the product package for finalization, it was found that the endotracheal tube recording electrode was abnormal and the electrode wire did not fit the tube body. There was no patient involved.

Manufacturer narrative:
H3: the device and an open pouch were returned in a large plastic sleeve. The pouch was open from 3 of 4 sides when returned. There were no traces of contamination observed on the returned device and the wire harness had a paper tape intact. However, it was observed that the tube was deformed/bent at the proximal end of a blue band. Also, it was observed that all 4 electrode wires were bent, and some wires were raised up instead of sitting on a blue band. For further analysis, the continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were, red (3.5 ohms), red with clear tube (3.4 ohms), blue (3.3 ohms), and blue with clear tube (3.5 ohms), all electrodes within specification. Functionally, the device was connected to the nim system while exposed electrode wires were submerged in a saline solution for functional test. The electrode check passed and there was no excess noise recorded during the functional test. Despite its physical deformity, the device passed electrical and functional tests with no reading abnormalities. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: d03 code updated, previously updated d16 code no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.